Event description:
It was reported that the maestro medium fixed duraguard had a bent foot during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete. Evaluation in progress.

Manufacturer narrative:
During failure analysis, the reported event of a bent duraguard foot was confirmed by the technician through visual evaluation. It is possible this damage occurred due to excessive side load. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the maestro medium fixed duraguard had a bent foot during testing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.